Manufacturer narrative:
A follow up with the key market (km) was performed, and the responder reported that the hospital replaced the loudspeaker to resolve the issue. The device was returned to service. No further details were provided by the km.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator did not have any sound from the horn. The device was in clinical use when the issue occurred. No patient or user harm reported. Investigation is ongoing.